Event description:
It was reported that when the patient presented in-clinic for a device check, low sensing alert and dislodgement were noted via imaging and an EKG. No plans have been made yet to address the lead dislodgement. No further information is available.